Event description:
This report was received from global pharmacovigilance (gpv) and is a literature report from turkey of peritonitis in a neonate subsequent to dianeal pd-2 therapy. On an unreported date, the patient experienced peritonitis and was treated with systemic and/or intraperitoneal antibiotics (not further specified). No further clinical information was provided regarding the event of peritonitis. On an unreported date, the neonate was discharged and was on nephrologic follow-up. The outcome of this peritonitis event was not reported. This is one of multiple reports received from the same reporter.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.